Manufacturer narrative:
Continuation of d10: product ID (B)(4) serial# (B)(6) product type recharger product ID (B)(4) serial# unknown. Product type accessory medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient (pt). They reported that the replacement device did little change to the issue. Pt reported they had to sit at the kitchen table while charging with no cushion behind their back.

Manufacturer narrative:
Continuation of d10: product ID 97755-s (serial: (B)(6). Product type: 0213-recharger; implant date n/a; explant date n/a. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that information was received from a patient regarding an external device. The reason for call was patient reported the implanted neurostimulator (ins) area is heating up when she is recharging the implant and it burns her since getting the implant and they are recharging the ins every 4 days. Patient stated she spoke with medtronic representative today and she told her to call patient services (ps). Patient stated the ins inside heats up and burns inside a and stays warm a day after recharging the ins. Patient stated she can't deal with how hot it is. Patient stated she has cancer and can't deal with the heat on the body. Ps asked clarifying questions regarding recharging the ins. Ps reviewed best practice when recharging the ins to have air flow in the area when recharging the ins and patient said they use a pillow to pushed up against the paddle area to charge the ins and patient stated the area feels warm but she is not sure if it is from her body. Patient services specialist asked patient if there is any visible damage to the recharger and patient said no but the relay box is warm. Patient stated she is charging the ins right now but does not feel heat on the rtm cord. Ps reviewed device function. Ps reviewed if the issue is not resolve with a new rtm patient will need to consult with their doctor for next step. Patient mentioned she have an appointment with healthcare provider in december 2023 and will discuss with their doctor. Ps asked clarifying question about recharging the ins and patient said, she charged the old ins every 7-8 days but have to charge the new ins every 4 days because she had to have the intensity higher to get the same relief as she did with the old ins. Patient asked if there is a different belt to use because the belt is cheap material and scratchy and she does not like the belt. Ps reviewed there is not another belt option and patient said she will make her own belt. The issue was not resolved. An email was sent to the repair department to replace the recharger (rtm) device.